Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irirtation and cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged eye irritation, nose irritation, skin irritation, respiratory tract irritation, cancer and other (unspecified event). There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed an unknown contaminant on the top cover and left, right side panel, at the rear of the bottom enclosure, and in the lower base. An unknown brownish debris/contaminate was observed under the control knob, and on the right-side panel. A dust/dirt like contamination with potential hair-like particles was observed around the control knob on the pca, on the flip lid assembly, right and left side panels, in the bottom enclosure, and lower base. Manufacturer observed a post on the interior side of the top cover was broken. Dried liquid spots with a dust-like contamination were observed inside the iso port, on the blower housing, interior side of the top cover, in the bottom enclosure, on the heater plate, on and in the dry box, and in the lower base. On the bottom of and inside the blower motor. A potential insect was observed in a clip on the side of the bottom enclosure, lower base and observed dust-like contamination on the top cover/ui panel, left and right-side panels, on the bottom enclosure, in the iso port, on the blower cap, blower housing and walls of the bottom enclosure. Potentially degraded sound abatement foam was observed on the interior side of the blower cap, around and on the bottom of the blower motor, all throughout the base, and on the bottom of the blower housing, and in the base of the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 23 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed dust/dirt like contamination and was not able to confirm the complaint or address the symptoms specified. In box h: device problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.